Event description:
The customer reported that the unit started alarming shortly after being attached to a pt. The therapist observed that the unit was producing no volume or pressure. There was no harm or injury to the pt or change in therapy reported